Manufacturer narrative:
Dre: dilator, vessel, for percutaneous catherization. (B)(4). Event is currently under investigation.

Event description:
During a removal of a pacemaker and 3 lead extractions for the right side of the subclavian area, the locking stylet could not be moved forward to the lead tip. There was an extreme sharp curve over a rib. The lead broke and then blood pressure loss occurred. Open heart surgery was done and after suturing a small hole in the subclavia/svc conjunction, the right atrium was opened to remove the leads successfully. The patient left or in normal condition. The patient did not require any additional procedures nor experience any adverse effects due to this occurrence.

Manufacturer narrative:
Dre: dilator, vessel, for percutaneous catheterization. Contract person not provided by reporter. Phone # not provided by reporter. (B)(4).

Event description:
During a removal of a pacemaker and 3 lead extractions for the right side of the subclavian area, the locking stylet could not be moved forward to the lead tip. There was an extreme sharp curve over a rib. The lead broke and then blood pressure loss occurred. Open heart surgery was done and after suturing a small hole in the subclavia/svc conjunction, the right atrium was opened to remove the leads successfully. The patient left operating room in normal condition. The patient did not require any additional procedures nor experience any adverse effects due to this occurrence.